Manufacturer narrative:
Investigation results: visual examination of the complaint device found the single lumen to be stretched, the remaining portion of the catheter was found to have no issues. The balloon was found to be torn circumferentially on the proximal shoulder. As well as the proximal bond together with the proximal sleeve of the balloon was found to be detached from the catheter. The reported defect of balloon burst and balloon detached was confirmed. The single lumen stretched is consistent with excessive force being applied while removing the catheter. This failure likely occurred due to anatomical/procedural factors which limited the performance of the balloon. Therefore, the most probable root cause is operational context. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on (B)(6), 2011, that a cre pulmonary balloon dilatation catheter was used during an endoscopic laryngoscopy in the airway performed on (B)(6), 2011. According to the complaint, during the procedure, the balloon burst at 20mm during the second inflation. It was reported the balloon separated from the catheter at the proximal end though it was confirmed that no pieces detached into the patient. The procedure was completed with this cre balloon. There were no patient complications reported as a result of the event. The patient¿s condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4):although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6), 2011, that a cre pulmonary balloon dilatation catheter was used during an endoscopic laryngoscopy in the airway performed on (B)(6), 2011.according to the complaint, during the procedure, the balloon burst at 20mm during the second inflation. It was reported the balloon separated from the catheter at the proximal end though it was confirmed that no pieces detached into the patient. The procedure was completed with this cre balloon.there were no patient complications reported as a result of the event. The patient's condition at the conclusion of the procedure was reported to be fine.